Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user was unable to lock the connector to the ilet. The agent had to use a new connector and was successful. There was no report of any end-user harm or adverse event associated with this report.